Event description:
Rptr had breast implant on right side to stretch skin. She had been without an implant since 10/76. On 1/31/83 she had the implants removed and replaced with another MFR's implants. She has had many problems with itching, stiffness and headaches. (Also see 1007780).